Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 21dec2018. Philips field service engineer (fse) confirmed the following error codes generated in the device history logs: #2142: "exhalation autozero solenoid cannot open" and #2152: "patient wye not unblocked" the fse adjusted pressure relief valve and changed coil to air valve tube check and is awaiting parts for repair.

Manufacturer narrative:
Date of report : 09jan19, date rec¿d by MFR : 08jan19. Philips field service engineer (fse) replaced the 3-station solenoid, air intake fan, esprit air inlet filter, exhalation valve assembly and air/exhalation flow sensor. The device successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17dec2018. A follow-up report will be submitted once the investigation is completed. No further details were provided regarding the type of failure that occurred.

Event description:
The customer reported that the unit failed the short self test (sst). There was no patient or user harm reported; the unit was not in use at the time of the alleged issue. The event date was not specified; estimate used.